Event description:
This report is being filed after the subsequent review of the following journal article, kumar, p. V., lim, a. Y. T., lingaraj, k., and puhaindran, m. E. (2006). ¿the split flexor carpi ulnaris as a local muscle flap¿. Clinical orthopaedics and related research. (455: 262-266). Singapore article. This is a case report involving two patients illustrating the clinical use of the split flexor carpi ulnaris as a local muscle flap. Patient 2, a (B)(6) male sustained an open comminuted fracture of his right olecranon in a motor vehicle accident. An orif with a 3.5-mm limited contact-dynamic compression plate was performed. Three weeks later, the patient presented with a dehisced wound and visible plate. The wound was debrided and a local muscle flap consisting of the split flexor carpi ulnaris, was then fashioned to cover the soft tissue defect overlying the exposed plate. Postoperatively the wound healed without further complication and the fracture united. Full range of motion (rom) of the left wrist in flexion, extension, radial deviation, and ulnar deviation was achieved. This report 2 of 2 for (B)(4). This report is for an unknown plate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Kumar, p. V., lim, a. Y. T., lingaraj, k., and puhaindran, m. E. (2006). ¿the split flexor carpi ulnaris as a local muscle flap¿. Clinical orthopaedics and related research. (455: 262-266). This report is for an unknown plate/unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.